Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5091163 that a female patient who underwent an unspecified breast surgery with 300cc mentor smooth round moderate plus profile saline breast implants has experienced postoperative unexplained systemic symptoms, including hormone changes, early menopause at age (B)(6), heavy irregular periods, mood swings, dizziness, hair loss, nausea, abdominal pain, anxiety, depression, insomnia, acid reflux, dry eyes, increased thirst, blurred vision, sensitivity to heat and sunlight, frequent sinus infections, yeast infections, joint pain to fingers, knees and hips, headaches, migraines, heart palpitations, and left-sided breast pain and hardness from scar tissue. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation on (B)(6) 2019. This medwatch report is for implant 2 of 2.

Manufacturer narrative:
On 05-feb-2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).